Manufacturer narrative:
Report date: 23jul2021. There was no patient involvement.

Event description:
The customer reported getting machine and proximal pressure sensors failed error codes. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised per service manual to replace the da pcba to mc pcba cable, replace the da pcba, replace the mc pcba, replace the pm pcba, or replace the cpu pcba. Caller requested part ID for da pcb to mc pcb cable and the da pcb. Provided part ids. Other information is pending.

Manufacturer narrative:
B4:18aug2021. Review of the service history of this unit found that the customer had replaced the data acquisition (da) board and data acquisition to motor controller ribbon cable. The unit passed testing and was placed back into service.